Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred a day after the sensor had been inserted in the arm. The patient experienced hypoglycemic seizure. At some point during the event, the cgm was documented at 96 mg/dl and the bg 36 mg/dl. The patient was transported to the emergency department (ed) by her parent and spouse. There, she was treated with orange juice. The bg in the ed was 128 mg/dl, 86 mg/dl, and 166 mg/dl. The patient was unable to compare with cgm because the sensor was already removed due to inaccuracy. The patient received 3 stitches in her lip from falling on concrete and got an infection at the hospital. She was discharged (B)(6) 2023 and went to another doctor to check for the infection caused by the initial admission. The pain was treated with advil, tylenol, and numbing cream. There was no documentation of further medical evaluation or intervention. At the time of the call, the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.